Manufacturer narrative:
Product evaluation: the product was not returned for analysis, only the carton and inserts were returned. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested 06/13/2011 and 07/01/2011 by fax, mail and phone. A completed questionnaire has not been received. (B)(4) .

Event description:
Nearly four years following intraocular lens (iol) implant surgery, a consumer reported that straight lines look crooked following a laser treatment that was supposed to clear his cloudy vision. The consumer reported that the procedure did not clear his vision. Additional information has been requested.